Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from china, it was a case of an implant of a 20mm sapien 3 valve in aortic position by transfemoral approach. The patient presented with a horizontal aorta (75 degrees) with dilation of the ascending aorta (48m). Pre-dilation was not possible due to patient blood pressure instability, so it was decided to perform the implant without pre-dilation. During the procedure, there was expected resistance crossing native valve, and the system was adjusted many times. After the successful implant of the valve and the system removal, final angio showed a good valve position and function, but a dissection in the ascending aorta was also observed. It was decided to move the patient for surgery. After the surgery, the patient was noted as to have stable vital signs and was transferred to ICU for monitoring. The perceived root cause of the dissection was the patient anatomical conditions of the patient (horizontal aorta 75 degrees and ascending aorta dilation of 48mm) in combination with the maneuvers of the delivery system rubbing the ascending aorta.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. Corrected h6 impact code. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient anatomy (horizontal aorta combined with dilation of the ascending aorta) and procedural maneuvers caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As the patient was older and had poor heart function, it was decided to go with conservative approach and no surgical intervention was performed. After 1 hour of observation in the operative theater, vital signs were stable and was transferred to ICU for monitoring.